Event description:
Customer's wife reported that the insulin pump had a crack in it. The blood glucose reading was 108 mg/dl. She stated that the crack was on the screen, running from the corner to the center. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.